Event description:
The customer reported that during a demonstration, the unit displayed "electrical code #129" and "system failure" messages. The unit was turned off, and back on again, and the unit operated normally.